Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the noise was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was not confirmed. Analysis was normal. No anomalies were found.